Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit will not run on battery, it only runs on ac. The unit shuts off immediately if the ac power cord is disconnected with no alarm. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated which included functional testing. The device was able to run on battery power, however the battery charge leds do not illuminate, therefore, the customer has no way of knowing the charge capacity of the battery. If the battery voltage is too low, then the device will not be able to run on battery power if unplugged and it will shut off without warning. The led drive circuitry on the ui board was found to be defective causing the battery charge leds to not illuminate. There is also stress related damage on the ribbon cable from system to ui board. The ribbon cable kapton tape that prevents ribbon cable damage of this type is not present in the customer device. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.